Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Additional information received from customer on (B)(6) 2024 identified the correct catalog ((B)(6)) and lot # 0061922184 of the device. As such, the original manufacturing site and manufacturing site number used for medical device report 2521402-2024-00086 is not applicable and a new medical device report (MFR report # 2523676-2024-00797) has been created using the appropriate manufacturing site number.

Event description:
The following email response was received by the customer on (B)(6) 2024: yes, the letter (B)(6) was misinterpreted. (B)(4) is the proper number.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer reports that on (B)(6), a patient was hooked up to the dialog for dialysis and 15 minutes into treatment the patients venous bloodline came detached from his cvc. The patient exsanguinated and coded. The patient was briefly rescusutated and transported to the hospital, which was about 1/4 mile away from the dialysis center, where he coded a second time and expired. Patient was a 70 year old male. He was not new to dialysis, but was also not a long-term patient. His access was a cvc the following email responses were received by the customer on 07august2024: 1. How was the incident discovered? Discovered by pct working with patient. 2. What hospital was the patient transported to? (B)(6) hospital. 3. What medical interventions were needed at the dialysis center and what was needed later at the hospital? CPR, clamping blood lines / intubation and blood administration. 4. Did the machine alarm at the time of the event? Yes - logs showed a venous alarm was silenced and a manual blood pressure was started. 5. Can additional information be provided on the bloodline detachment. Specifically, where on the bloodline did the detachment occur? Connection between cvc venous port and bloodlines not tight. 6. Was there any visual damage or issue identified with the bloodline. No. 7. Is the bloodline batch available? If so, can it be provided? Yes - 00619221b4. 8. Was an autopsy performed? If so, can it be provided? Yes, do not have a copy. 9. Was there an official cause of death? Yes, do not have on file.